Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 46 mg/dl and 180 mg/dl. Customer assisted with troubleshooting. Customer reports they did receive a calibration not accepted alert and change sensor alert. The insulin pump will not be returned for analysis and sensor will be return for analysis.